Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report reports the evaluation of the device and corrects information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. The customer's report was duplicated and attributed to the ready-for-use (rfu) indicator board. The rfu indicator board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to have any clinical impact.

Event description:
Complainant alleged that during functional testing, the device displayed a red x indicator.